Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's facial palsy has improved and is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly developed partial facial palsy after the initial implant surgery. The recipient is being treated with prednisone. The recipient is reportedly doing well.